Event description:
A patient reported that the last time her battery went under 50% she experienced an increase in seizures. Generator product analysis had been completed prior to the report of increased seizures. The pulse generator diagnostics were as expected for the programmed parameters. An electrical evaluation showed that the pulse generator performed according to functional specifications. The device history showed that there was high impedance on the date of explant, which is typical following explant procedures. Prior to that date, impedance was within normal limits. No additional relevant information has been received to date.